Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection of the device received. The device was received and evaluated. Upon visual inspection, it was observed that only the bullet was returned, the bullet shows stretch marks. The trocar used in the procedure was not returned. The overall complaint was unconfirmed as the observed condition of the tibial guide bullet would have not contributed to the complained issue. Based on the investigation findings the possible root cause can be attributed to procedural variables such as handling of the device or product interaction during procedure; the drilling speed may have been too high and a misalignment could have caused the pin jamming. Therefore it has been determined, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. Device history review : manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported by the sales rep that during anterior cruciate ligament (acl) repair procedure performed on (B)(6) 2024 it was observed that the tibial guide bullet device was stuck. It was reported that another tibial guide/bullet was used, and the procedure was successfully completed. There were no adverse patient consequences of surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4). D4, h4: the device serial/lot number and date of manufacture are unknown at this time as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.